Event description:
"Caller stated that their two inratio meters correlated, but alleged discrepant results compared with the lab.

Manufacturer narrative:
(B)(4) 2009: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, (B)(4), the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested if it is returned. As of (B)(4) 2009, the meter is not expected to be returned. No further investigation possible. No corrective action required as no product deficiency was established.